Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal toric company 12.0 diopter (3.00cyl), add power +2.2 & 3.2 lens model was replaced with a non-company 12.0 diopter company non-toric lens model. Due to the exchange of a multifocal toric company lens to a company non-toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced blurry vision, strain causing headache.the iol was replaced with other company lens approximately two months after initial procedure. Additional information received ad stated that, the patient symptoms were resolved after explant of lens. The surgeons prognosis was good.